Event description:
It was reported that since implant the threshold on the right ventricular (rv) lead had been increasing. The patient also reported pain sensations with rv stimulation. The lead was repositioned. Following the revision procedure the patient developed a very slight and unspecific infection. Broadband antibiotic therapy for a few days was initiated. The implantable pulse generator (ipg) and leads remained in use. The system was later explanted for reasons unrelated to this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.